Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was in question for undersensing by the health care professional (hcp). Technical services (ts) assessed and stated that there was no undersensing, there were some pauses leading to right ventricular (rv) pacing. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes and impact codes field (f10) in section f, for use by uf/importer and device codes and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was in question for undersensing by the health care professional (hcp). Technical services (ts) assessed and stated that there was no undersensing, there were some pauses leading to right ventricular (rv) pacing. As of this time, this ICD remains in service. No adverse patient effects were reported.